Event description:
It was reported that when the nutrient bag and cassette are inserted into the pump, nothing comes out of the tube, and it gets blocked. The customer then tried disconnecting and inserting a new unit, and that has worked as it should. 3 out of 15 unites were affected. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.